Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, a right femoral artery dissection was noted due to the prostar xl closure device. Stenting was performed which resolved the dissection the same day. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)